Manufacturer narrative:
It was reported by the hosp facility that during removal of the embolectomy catheter, the catheter broke and still remains within the pt. A lot history investigation was performed on the device. It was found that there were no non-conformities found during the MFR of the particular lot. Qc post-sterilization pull testing was performed and retrieved. The lot was found to pass, well above current pull testing specifications. Add'l info was retrieved from the facility. It was reported that the device was deflated normally and when removal was attempted, there was resistance seen. It can also be confirmed that the pt exhibited an excessive amount of durable plague which may have contributed to the resistance seen during removal of the device. The resistance seen when the device was removed, most likely contributed to the tip break when the catheter was stretched beyond its limitations. In accordance to the device IFU, it states that the catheter is to be used for removal of soft emboli. This pt exhibited rigid and tough plaque deposits that may have stretched the catheter beyond its limits. The pt is in good overall condition, although, the separated device extrusion remains within the pt's anatomy. On 02/20/2008 - the device was returned to our facility for eval. It was confirmed that the catheter extrusion exhibited a tensile fracture (stretching) that may have been due excessive amount of plaque within the pt. It was found that approx -2 cm was missing from the tip of the catheter, proximal to the catheter balloon. It is reported that this -2 cm portion still remains within the pt.

Event description:
During the procedure, the physician went to remove the catheter and the catheter extrusion broke. The catheter tip and balloon remain inside the pt's body.